Event description:
Information received a smiths medical cadd solis vip 2120 pump under infused . Patient came back to facility and pump read complete, but there was 30ml remaining patient was not affected by under infusion of unknown medication .